Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: device code, type of investigation, investigation findings, and investigation conclusion. An addition was made to h.6: component code. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the sapien 3 ultra/sapien 3 ultra resilia valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for frame damage was unable to be confirmed based on unavailability of device and relevant imagery. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, high push force, insertion angle) likely contributed to the event as the patient's access vessel was noted to have moderate tortuosity and calcification, respectively. Additionally, the physician reported a steeper insertion angle for this case. Readjustment of the system occurred following the first encounter of resistance, and a bent strut was observed on the distal end (inflow side) of the thv under fluoroscopy. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a right transfemoral tavr procedure with a 29 mm sapien 3 ultra resilia valve, while inserting the prepped 29mm valve/commander into the 16fr esheath+, the valve was difficult to advance into the proximal portion of the esheath+. The physician readjusted the 16f esheath+ and cut the suture that secured the esheath+ to the patient's skin. The physician then readvanced the 29 mm valve/commander successfully through the esheath+ and into the patient's descending aorta. Upon fluoroscopy visualization, a couple of struts of the distal edge of the tavr frame appeared "bent." The physician decided to continue with the deployment of the tavr as usual. The tavr was deployed successfully without incidence. The patient was discharged without any issues. The implanting physician believes the root cause of the event is that the angle of the esheath+ was steeper than usual in response to the large patient habitus and deep femoral artery. The physician had to use a longer 9cm access needle to adequately reach and access the right femoral artery.